Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 40 mg/dl while wearing the pod between 4 and 24 hours. It was also reported when patient was experiencing low blood glucose, they took glucose tabs and jolly ranchers then went back to bed but when they woke up the patient noticed the emt (emergency medical technician) on top of them. Symptoms reported include uti (urinary tract infection). Loss of consciousness, blurred vision and slight diarrhea. The patient was treated with juice, muffins and was taking metformin. The patient was released 4 days later. The pod was worn when seeking medical attention. It was reported the patient uses u-500 insulin in their pump, which is considered an off-label use.